Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the device. The device was replaced. The following information was provided by the initial reporter, translated from chinese to english: at (B)(6) 2023 10:00 when the arterial blood was drawn from the patient, strict aseptic operation was performed, and after the skin was disinfected, an unknown floc was found in the arterial blood collection device, and the operation was stopped immediately, and the patient was explained, and the arterial blood collection was performed with a replacement device , the patient has no objection, and the adverse event of the device is predicted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.